Manufacturer narrative:
H6: a follow up report will be sent when the investigation is complete.

Event description:
It was reported that, during surgery, the perforator did not stop appropriately upon reaching the inner table of the skull. It went through and penetrated the dura. It was also reported that the procedure was completed successfully without a clinically significant delay.